Manufacturer narrative:
Annex b : b21; annex c : c21; annex d : d16. Annex a : a0709, a1801; annex g : g0301204. G02017; annex b : b01, b14; annex c : c0201, c0601; annex d : d15. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had pressure sensor error and IV pump involved in event report where blood backed up very far into tubing. There was patient involvement but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had pressure sensor error and IV pump involved in event report where blood backed up very far into tubing. There was patient involvement but impact is unknown.